Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 14-may-2018 with the following findings: the down arrow button was under responsive. The keypad was removed to find a crack in the dome contact. The battery compartment was cracked at the threads to the left side of the grip pad. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the down arrow button was under responsive. This report is made based on results of investigation completed on 14-may-2018.